Event description:
A report was received that during permanent implant procedure the physician nicked a vertebral artery which caused an extensive bleeding. The physician wanted to end and scrub the case. The physician would let the patient heal at this point. The patient was doing well.

Event description:
A report was received that during an implant procedure the physician nicked a vertebral artery which caused excessive bleeding, estimated to be close to 300cc of blood. The event occurred prior to any device being implanted into the patient. The physician chose to abort the procedure and the patient was reportedly doing well.